Manufacturer narrative:
The investigation of the returned patient cassette could confirm an issue with a stuck one way valve. Evaluation of the received device logs confirm alarms indicating an issue in the beginning of the case in manual mode. The issue was solved after the apl (adjustable pressure limit) had been increased and then decreased again. The case was ongoing for two hours after that without further issues. The root cause of the stuck valve has not been possible to fully determine by the performed tests and analysis. Different methods to simulate a stuck valve have been used. The valve has been exposed to saline, human saliva and water which were added to and then extracted from a co2 absorber. When performing the simulation method above it was possible to reproduce the event with a stuck valve but we do not have any evidence that these simulation methods correspond to what made the valve to get stuck at the hospital. Sem-eds elemental analysis of the returned valve seat shows presence of varying amounts of oxygen, sodium alumina, silica, chlorine, potassium, calcium, and sulfur. This may indicate the presence of sodium chloride, although this is not directly proven by the analysis itself. Samples taken of the compressed air after the hospital compressor does not show any detectable amounts of sodium, chlorine or alumina. This means that the sodium and chlorine contamination found on the valve seat during the sem-eds elemental analysis of the returned valve must enter the anesthesia in some other way.

Event description:
(B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that while on patient, there was problem to deliver gas to the patient and a technical error indicating an airway pressure sensor error was generated. There was no patient harm. (B)(4).